Manufacturer narrative:
Additional manufacturer narrative - additional information the customer provided intra-procedural angiograms for review. Based on image review and the provided information, the reports of mvp incomplete open and migration were confirmed. Review of the image shows the device was misshapen and not fully adhering to the vessel wall. This experience could be due to the patient's anatomy and placement of the catheter's tip. Furthermore, review of the images found that migration was likely due to device undersizing. The complaint investigation does not suggest a potential manufacturing issue. All products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The mvp-9q has not been returned for evaluation as it remains implanted in the patient. The customer provided intra-procedural videos; the event is still under investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of mvp-9q migration during a procedure. The patient was undergoing endovascular aneurysm repair (evar) stenting and was undergoing mvp-9q placement for embolization of the proximal segment of the right internal iliac artery. The vessel diameter measured 8 mm. The mvp-9q was prepared as indicated in the IFU: the plug was pushed out of the sheath, soaked in saline, pulled back into sheath, then loaded into the microcatheter. The catheter was flushed with heparinized saline to get rid of residual contrast before loading the mvp. The mvp was advanced to the desired deployment zone. When in position, the catheter was pulled back deploying the plug. Once the entire mvp was deployed into the vessel, the plug was allowed to sit for two minute after which a contrast run was performed. It was reported that the mvp appeared ¿lopsided¿ and was not fully adhered to the vessel wall. The physician pulled on the mvp wire to straighten the plug. Another contrast run was performed, which showed that mvp was straight (no longer lopsided), but still not fully open. The mvp was allowed to sit in the vessel for another two minutes, then a contrast run was performed. At this time, the mvp had been in the vessel for at least 6-8 minutes. It was observed that the mvp was adhered to the vessel wall and occlusion had improved. The physician proceeded to detach the mvp. Immediately upon detachment, the mvp migrated distally and landed at the branch. A plug from another manufacturer was deployed.